Event description:
Found during testing. It was reported that the device would not sense a defibrillation electrodes tester attached to the therapy cable. There was no pt involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device would not sense the therapy cable connected to the defibrillator and would not delivery energy. Physio-replaced the defibrillation energy transfer relay, designator a13, the therapy pcb assembly, and the device therapy connector assembly and then observed proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the replaced assemblies and determined that root cause for the reported incident was an inoperable transfer relay assembly.